Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and lead body found no anomalies, while the electrode tip was found to be retracted and has dried body fluid and possible tissue in the helix housing. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Furthermore, the perforation or pericardial effusion or cardiac tamponade are known risks associated with medical procedures involving implanted cardiac leads.

Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to perforation. No new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left bundle branch (lbb) lead was explanted due to perforation. No new lead was implanted. No additional adverse patient effects were reported.